Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to verify instrument performance..the fse made proactive repairs to include replacing the main pipettor tip and trimming the vacuum tubing going to the wash tower. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information.

Event description:
The customer stated they noted non-reproducible troponin I (access accutni+3) results for one (1) patient on the laboratory's access 2 immunoassay system ( serial number (B)(4)). The customer repeat tested the sample two (2) times on the same access 2 immunoassay system. One (1) repeat result was higher than the initial result and the second repeat recovered within the normal reference range of the assay. The initial results were not reported outside the laboratory. There was no report of any change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to verify the instrument's performance. All system parameters (including quality control (qc), access accutni+3 and system check) were within assay and instrument specifications. Samples are collected in lithium heparin plasma gel separator tubes and centrifuged at 3000 revolutions per minute (rpm) for five (5) minutes. The customer did not note any issues with sample integrity.